Event description:
It was reported, the customer replaced their infusion site and received a no delivery alarm. Customer also stated the alarm was recurring after they changed their reservoir. Customer's blood glucose was over 200 mg/dl. The customer's blood glucose was treated with the insulin pump. Troubleshooting found the customer has not tried all remedies to resolve their no delivery alarm. Customer's blood glucose was 220 mg/dl at the time of the call. The customer treated their blood glucose with an insulin shot. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.